Event description:
Customer reportedly obtained results of 187 mg/dl and 82 mg/dl within 2 minutes on the same device. Customer used 2 different strip vials to perform the comparison. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.